Event description:
Rptr bought wheelchair in 9/98. Her daughter underwent spinal surgery on 1/20/99, so no adjustments were made until after surgery. The rptr claims that she has had a series of problems getting the chair adjusted for her daughter's condition. The chair was finally adjusted, but it causes her daughter pain and blisters on use. The rptr is afraid that if her daughter uses the chair she may do damage to her back, and require another spinal surgery. The rptr is very upset with the svc she has received regarding the fitting of the wheelchair. Her daughter has missed many days of school because it is impossible for her to be comfortable in the chair. She is currently using a different wheelchair that allows her to "sit straight."